Event description:
It was reported that upon insertion of the first and second anchors and at the last ring on the suturetak, it sheared off. The suture then pulled out. The first and second anchors were used with a soft bone drill. Some broken pieces still remain in the patient. Case: labral repair.

Manufacturer narrative:
Patient demographics (date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Complainant's event typically caused by improper bone prep, over-insertion, not inserting the implant co-axial to the bone tunnel or prying/leveraging the driver while the implant is still loaded. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device was discarded by the facility.